Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the stylet could not be removed from the inner lumen of the left ventricular (lv) lead. The lv lead was exchanged. The new lv lead was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of ¿unable to remove the stylet from the inner lumen¿ was confirmed. A complete lead was returned in one piece without the stylet/guidewire. The stylet/guidewire insertion to the lead could not be tested due to offset inner coil at the distal region. The cause of the reported event was due to the offset inner coil consistent with procedural damage.